Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device stopped and alerted unable to obtain stable patient temperature. Patient temperature (pt) registering 29.4c esophageal probe placement verified and registering 29.4c. Asked them to check for secure connections between probe and cable and cable and device. No change noted. Check axillary temperature reading and it shows 94f on one side and 92.7f on the other. Advised to swap out temperature cable. New cable registering steady at 34.2c. Therapy resumed. Encouraged them to call back with any alerts, changes or questions.

Event description:
It was reported that the arctic sun device stopped and alerted unable to obtain stable patient temperature. Patient temperature (pt) registering 29.4c esophageal probe placement verified and registering 29.4c. Asked them to check for secure connections between probe and cable and cable and device. No change noted. Check axillary temperature reading and it shows 94f on one side and 92.7f on the other. Advised to swap out temperature cable. New cable registering steady at 34.2c. Therapy resumed. Encouraged them to call back with any alerts, changes or questions.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. A DHR review is not required as the lot number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: f,h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.